Event description:
Reportedly, during a scheduled follow-up, the physician noticed that the atrial lead was pacing the ventricle due to a lead dislodgement. During the reintervention the lead was found on the tricuspid valve and was replaced by a new lead.

Event description:
Reportedly, during a scheduled follow-up, the physician noticed that the atrial lead was pacing the ventricle due to a lead dislodgement. During the reintervention the lead was found on the tricuspid valve and was replaced by a new lead.

Manufacturer narrative:
Investigation summary: review of the quality documents confirmed that both leads were manufactured and approved in accordance with accepted standards. As informed atrial lead dislodgement was suspected due to the atrial lead pacing the ventricle. Review of the provided files revealed that since 27 march 2024, a ventricular threshold increase to 2v was noted as well as atrial pacing on the ventricle channel. On 25 april 2024, the ventricular threshold was measured at 1v. The rapid ventricular threshold increases a few days after implantation, followed by a return to normal, could be explained by a slight movement of the lead which then stabilized. The atrial test was not fully performed, which means that no atrial threshold value could be obtained, and the physician decided to explant the lead. During the reintervention (on 29 april 2024), the atrial lead was found on the tricuspid valve and was replaced by a new lead. Lead dislodgement could occur due to external factors, such as patient physiology, or physician preferred implant site. Lead dislodgement is a well-known potential complication associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. H3 other text : device was lost during transport.